Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system defaulted the quantity to zero instead of reflecting a value between one and zero when a partial quantity of regular insulin was removed from station, which incorrectly prompted a refill even though medication remained in the pocket. However, there were no delays or adverse events or injuries reported based on this event.